Manufacturer narrative:
H.6. Investigation: bd received 5 push button blood collection sets from batch 9339183 for review and analysis. The customer samples were subjected to a retraction lock-out test. All samples passed the test, retracting properly with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a retraction issue and a needlestick injury occurred after use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: hcw received a needle stick after retracting the needle this morning. Hcw felt that the needle did not retract all the way.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a retraction issue and a needlestick injury occurred after use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: hcw received a needle stick after retracting the needle this morning. Hcw felt that the needle did not retract all the way.